Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance and loss of capture due to high pacing thresholds one year after implant. There was no visible dislocation or fracture on x-rays. Subsequently, the patient underwent a revision procedure, and this lead was explanted and replaced. It was noted that during replacement, there was no measurement possible on the pacing system analyzer (psa). Besides the intervention, there were no other adverse patient effects reported. Product return is expected.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. Due to the location and morphology of this damage, it is likely that external stress applied to the lead body resulted in the clinical observations (pacing impedance high out-of-range, failure to capture and high capture threshold). Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance and loss of capture due to high pacing thresholds one year after implant. There was no visible dislocation or fracture on x-rays. Subsequently, the patient underwent a revision procedure, and this lead was explanted and replaced. It was noted that during replacement, there was no measurement possible on the pacing system analyzer (psa). Besides the intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.